Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material which was bigger than the inner diameter of the air/water nozzle entered inside the air/water channel, which resulted in clogging. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that the gastrointestinal videoscope was present with insufficient air to clear water from the objective lens. No patient injury or procedure impact was reported. It was noted that the nozzle was clogged with foreign material, caused by insufficient cleaning. This report is to capture the reportable malfunction of the foreign material inside the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the clogged nozzle. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the "up" direction does not meet the standard value; the up/down knob does not meet the standard value; the insertion tube was caught and pinched; the bending sheath adhesive was cracked and chipped with a white clouded area; the objective lens adhesives had a white clouded area; the light guide lens was peeled; the connecting tube was cut; and part of the insertion tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.